Manufacturer narrative:
Secondary intervention-revascularization - evaluation results: stent thrombosis & revascularization.

Event description:
One endeavor sprint rx drug-eluting stent was implanted to the mid rca. Patient was asymptomatic/free of symptoms at 30 day and 6 month follow up. Stent thrombosis of the mid rca was reported to have occurred approximately 8 months following index procedure. An angiography was performed and stent thrombosis of the study stent was confirmed. Stenosis diameter was reported as greater than 70%. Angina is reported as an associated clinical sign and symptom. Revascularization was performed as a result. A ptca revascularization of the mid rca is reported to have occurred on the same day as the reported stent thrombosis, due to restenosis after previous ptca. Two stents from another manufacturer were implanted, overlapping. Investigator reported that event was related to the study stent. Patient was asymptomatic/free of symptoms at 1 year follow up.